Manufacturer narrative:
The hand piece was received with a loose mount. The analysis was performed and was found that the handpiece no longer meets the specifications for continuity. However, the instrument activated properly when tested with a generator. Further analysis, the hand piece was disassembled and found a torn acoustic isolator and moisture ingress inside of it. Due to this condition, may lead to occur temperature issues on the hand piece. Complaint infor is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the handpiece became very hot. The case was completed with the same handpiece. No pt consequences. Device will be returned.